Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 559.6mcg/day, and 1.5mg/ml morphine at 0.4197mg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging (MRI) scan. It was reported there have been multiple motor stalls and recoveries as the pump was stalling every 20-24 hours. It was reported the patient is wheelchair bound. No symptoms were reported. There was no change in therapeutic effect noted. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative, indicating that the patient's pump was replaced "last year" prior to (B)(6)2018. At that time, the patient was having mental status changes, and a motor stall was noted. The patient's family was under the impression that the old pump was over infusing as a result of the motor stalls. No further complications were reported.

Manufacturer narrative:
Updated to reflect surgical intervention occurred. Interrogation of the returned device revealed the pump had been programmed to deliver 11.8 mcg/day of baclofen and 0.0088 mg/day of morphine in minimum rate mode (at the previously reported concentrations). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.: eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The pump was returned to the manufacturer for analysis with a note that said, "needs to be returned to company? Defective not functioning."

Manufacturer narrative:
Analysis of the implantable pump motor (serial (B)(4)) identified shorting across the insulator. If information is provided in the future, a supplemental report will be issued.